Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported incomplete flap in the right eye of the patient during flap creation procedure. Congenital scar was observed and treatment was aborted.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. As treatment report was not provided, all treatments of the day were reviewed. All treatments were finished successfully without any issue. No technical root cause could be identified. Root cause could not be concluded conclusively, however, most probable root cause is a previous existing patient condition (corneal scar). The manufacturer internal reference number is: (B)(4).